Event description:
It was reported that the patient came into the clinic after receiving an alert. Upon interrogation an alert for maximum charge time reached was observed. There were no adverse consequences to the patient. Manual capacitor maintenance was done and the device returned to normal acceptable values. The patient will be followed up as usual and was stable after the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.